Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
During operation, triathlon insert had a bone fragments in the locking so that it could not be placed right. So, hcp had to off the insert to clear the bone, during removing the insert, the locking mechanism was damaged and so hcp used the new insert for the patient intraoperatively.

Manufacturer narrative:
Additional information: age at time of event and age units (patient); gender corrected data: returned to manufacturer on; manufacturing site for devices; device evaluated by mfg. An event regarding a seating/locking issue involving a triathlon insert was reported. The event was confirmed through visual inspection. Method & results: -device evaluation and results: the insert was returned inside the outer blister its unit carton. No locking wire was returned. There is severe damage to the anterior of the insert and the locking wire grove. There are scratches on the inferior surface of the insert. The damage is consistent with the event description in attempting to implant the insert and expantation damage. -medical records received and evaluation: no medical records or x-rays were made available for evaluation- it was an intraoperative event. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there has been no other event for the lot referenced. Conclusion: it was reported that the triathlon insert couldn't be placed properly due to bone fragment debris. Hcp had to remove the insert to clear the bone and during removing the insert, the locking mechanism was damaged. A new insert that was readily available was used to complete the surgery. No adverse consequences were reported. Visual analysis of the returned device (minus the locking wire) indicates severe damage to the anterior of the insert and the locking wire grove, scratches on the inferior surface of the insert. The damage is consistent with the event description in attempting to implant the insert and explantation damage. Without intraoperative photographs of the debris which prevented the insert from seating properly, the root cause of the event cannot be confirmed, however, it is highly likely that this was the case. No further investigation for this event is required at this time.

Event description:
During operation, triathlon insert had a bone fragments in the locking so that it could not be placed right. So, hcp had to off the insert to clear the bone, during removing the insert, the locking mechanism was damaged and so hcp used the new insert for the patient intraoperatively.